Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (25 mg/ml) at 3.505 mg/day via an implantable pump for non-malignant pain and failed back syndrome - other. A motor stall was seen at the initial interrogation; the pump status and/or event log reported a motor stall occurred on (B)(6) 2016 at 06:33 and recovery occurred at 08:08. The patient did not recently have an MRI (magnetic resonance imaging). There were no symptoms reported. It was unknown if the drug was related to the stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.